Event description:
In 2003 the doctor implanted an iskd lengthener for distraction of the left femur. During implantation and subsequent treatment/distraction the doctor and pt had difficulty obtaining distraction (length). Approximately 10-14 days after the implantation surgery, the pt was brought back into the or where the doctor performed another manipulation of the limb under anesthesia, but had difficulty getting the nail to start distracting again. In 2005 the iskd lengthener was removed and it was noticed that the nail did not fully distract. The x-rays showed that the pt was 9mm short of the desired length. No further details given.